Event description:
It was reported the patient's ipg site is sore and tender to the touch. It is suspected this issue may be related to the device's implant depth. At the patient's request, there are no plans for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.